Event description:
It was reported that, post operatively, the patient had to be brought back for re-operation shortly after sending to post-op due a small gastric vessel leak. There was bleeding of less than 250cc. Blood transfusion was not required. The surgeon re-inserted 3 laparoscopic ports and was able to seal the vessel using a new device and a clip applier. The patient went back to post op and recovered without any additional issues. The event did not lead to or extend patient's hospitalization.

Manufacturer narrative:
D10 concomitant product: scd7a39, sonicision 7 dissector scd7a39 39 cm (lot#: unknown); scg7aa, sonicision 7 generator a scg7aa (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.